Manufacturer narrative:
Na.

Event description:
The customer complained of questionable inr results for 3 patients from a coaguchek xs plus meter compared to the laboratory method of dade innovin. The customer provided the serial numbers of two coaguchek meters, (B)(4), but did not know which meter the questionable results were from. The same strip lot was used on both meters. From the data provided, the inr results for 2 patients were a reportable malfunction. Patient 1 results from a meter were 7.7 inr and 7.6 inr. The laboratory result was 4.8 inr. The specific times of the testing were not known but the laboratory result was within 7 hours of the meter results. Patient 2 on the (B)(6) 2018 result from a meter was 5.0 inr with a laboratory result of 3.2 inr. Patient 2 on the (B)(6) 2018 result from a meter was 4.8 inr with a laboratory result of 3.3 inr. The specific times of the testing were not known but the laboratory result was within 7 hours of the meter results. The following information applies to patient 1: the patient's therapeutic range was 2.0 - 3.0 inr. The patient is not anemic, is not on heparin, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The patient's warfarin dose was lowered based on the meter readings. The patient is on no new medication or has had no new illnesses. It was unknown if there were any diet changes or if there were any symptoms of bleeding. The customer was given vitamin k based on the meter reading. There was no adverse event due to the vitamin k treatment. The following information applies to patient 2: the patient's therapeutic range was 2.5 - 3.5 inr. The patient has a history of anemia with a hematocrit result of 35.2% on (B)(6) 2018. The patient is not on heparin, does not have antiphospholipid antibodies, does not have lupus, is not on direct thrombin inhibitors, on no new medications, no changes in their diet, no new illnesses, and no symptoms of bleeding or bruising.. The patient's warfarin dose was lowered based on the laboratory result. There was no allegation of an adverse event. The customer did state that qc had been performed and passed on both meters. The returned test strips were measured on an internal reference meter with liquid qc. The obtained qc results were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Qc 1: 2.4 inr; qc 2: 2.5 inr. Qc 3: 2.5 inr retention test strips (lot 286322-13) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.